Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218700, model: sc-2218-70, serial: (B)(6), batch:21280132/21280132.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to infection. No further information was obtained despite good faith efforts.